Manufacturer narrative:
Age at time of event- 18 years or older. Device evaluated by manufacturer. The device was return for analysis. The balloon was unfolded which indicates it had been subjected to positive pressure. Blood was noted within the balloon material which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood within the inflation lumen and balloon. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the solidified blood before further inflation attempts were made. On removal from the bath the returned device was again attached to encore inflation unit and positive pressure was applied when liquid was noted escaping from a pinhole leak in the balloon approximately 4mm proximal to the proximal edge of the distal makerband. No issues were noted with the balloon material that could have contributed to the damage identified. The rate of burst pressure of this pcb 2cm device is 10atm (atmospheres). A visual and microscopic examination of the tip, blades and markerbands identified no issues which could have potentially contributed to this complaint. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no damage or any issues along the length of the device that could have contributed to the complaint incident. No other issues were identified during device analysis.

Event description:
It was reported that balloon ruptured occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right elbow shunt. A 6.00mm/90cm/2cm peripheral cutting balloon was selected for use. During procedure, the balloon was inflated at 10 atmospheres upon first inflation. However, the balloon ruptured upon second inflation at 9 atmospheres for 20 seconds. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon ruptured occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right elbow shunt. A 6.00mm/90cm/2cm peripheral cutting balloon was selected for use. During procedure, the balloon was inflated at 10 atmospheres upon first inflation. However, the balloon ruptured upon second inflation at 9 atmospheres for 20 seconds. The procedure was completed with another of the same device. No patient complications were reported.